Manufacturer narrative:
Date of event: exact date unknown, event occurred for over a year.

Event description:
It was reported that the patient was experiencing charging difficulty and underwent an ipg replacement procedure. The patient was reprogrammed successfully postoperatively. The explanted ipg was discarded.